Event description:
Initial and follow-up info received on 28-aug and 12-sep-09 respectively were processed together: this non-serious spontaneous case was reported by a physician via a company representative and forwarded by our local affiliate. This case involves a female pt who, a few months after her third treatment of poly-l-lactic (sculptra), developed lumps. The physician tried injecting sterile water into them and described it as "difficult" and not successful. A ptc (pharmaceutical technical complaint) was initiated. It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in foreign country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.